Event description:
It was reported that the patient presented in-clinic with dizzy spells and possible syncope. Noise was observed and pauses were noted throughout telemetry strip. The lead was partially capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.